Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the faulty condenser fan. A field service engineer reseated connection and mentioned that it requires new condensing fan motor assembly in order to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had high fridge temperature. The user mentioned that there was a delay happened during dispensing a medication. There were no adverse events or injuries reported based on this event.